Event description:
Patient presented to the physician with swelling, warmth, and suspected infection at the ipg pocket. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with wound dehiscence and infection. Physician brought the patient into the or and removed the entire inspire system.